Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during dwell 4 of 6. The technical service representative (tsr) explained the air alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected, and there was nothing unusual noted about the supplies. The supplies had not been damaged by an outlet port clamp or an assist device. The home patient (hp) had left the unused, blue final line clamp open. The tsr had the hp cycle the power to get a system error 2367 and again to get back to the start of therapy. The tsr suggested using manual bags to finish therapy and stated that the patient should call his registered nurse in the morning regarding the alarm. Therapy was ended. Proper procedures were reviewed with the patient and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA.